Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, cloudy in the gel and brown particles. Weight measurement identified device weight to the specification. Voids were observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange of textured implants due to the patient¿s concern with the product. Healthcare professional also reported rupture. Device has been explanted.